Event description:
The pt underwent implantation of a synchomed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The hcp performed an x-ray rotor study which revealed the pump rotor had stopped. The pt underwent explanation of the pump in 2000.